Event description:
The hcp reported that the patient was experiencing shooting pain in the mid-back with radiation down the spine. An MRI was performed which revealed a mass, identified by the radiologist as hemorrhagic. The hcp wants to rule out the possiblity of inflammatory mass. Drug, concentration and dose were not reported. A follow-up report will be sent if additional information becomes available to us.